Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified and 99% stenosed unspecified artery. A 3.5 x 15 mm xience xpedition stent delivery system could not cross through a previously placed non-abbott stent and during removal there was resistance with the previously implanted stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).